Event description:
It was reported that post explant of the leads, the implantable cardioverter defibrillator (ICD) was left in the device pocket with pin plugs in the lead ports. One month later, two new leads were implanted and at a follow-up check ten days later, the ICD showed a gray bar and question marks for the battery longevity. It was noted that during the time the lead ports were plugged, the longevity was not being taken and the longevity estimate was not evaluated which resulted in the gray bar. The battery longevity estimate is expected to recover when the non-measurements roll out of the battery trends. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.